Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the drive support cap was flush. Customer's blood glucose level was 200 mg/dl. Customer stated that while troubleshooting for the high blood glucose, the drive support cap was flush with the body of the insulin pump and not slightly indented. Customer did not allege the insulin pump was under delivering. The device will not be returned for analysis.